Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Lvp bezel post recall group 1 -dom 2019- 07/16/2019 13:57:54 michelle tanglao (mtanglao) recall contact: eric waller/biomed sup/517-364-3986 email: eric.waller@sparrow.org 08/14/2019 10:00:11 lauryne wasan (lwasan) npi confirmed updated from rcl to mjr for the major repairs needed per myrna cruz, service tech. Repair approved by eric waller, biomed, at eric.w aller@sparrow.org for $365. Use new po# 83585001 08/28/2019 11:11:35 annette a mendez (amendez) 1001910574210004891200119242551111 12/19/2019 13:22:57 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.